Event description:
The account alleged that the ground wires are separating on the bed. The technician found the ground wire to the bed controller was disconnected due to the conduit covering the ground wire being too long and pulling the wire out of the terminal .the technician replaced the wire and conduit to repair the bed.